Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device will reset itself during infusion. The event occurred during testing.

Manufacturer narrative:
D9: device received on 8/18/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. However, it was found that the air detector was lifting and contaminated, the downstream occlusion (dso) seal was also contaminated, the device was not occluding during testing and there was severe liquid ingress. The device was considered beyond economic repair.